Manufacturer narrative:
The manufacturing facility has received the reported sample. A follow-up report will be submitted upon completion of the evaluation.

Event description:
Per medwatch from FDA: "anesthesia attempted to inject medication into the insertion port. The rubber piece pushed in and fluid began to leak out of tubing. No harm to patient. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).